Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on (B)(4), 2009 on her right side. Patient has/will have experienced injuries to body and mind, physical pain, mental anguish, disfigurement, stiffness, weakness, disability, unhealthy levels of metal ions in her body, and inconvenience. There is no mention of a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.